Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system had difficulty converting the patients underline ventricular arrythmia in which it required three shocks to convert. It was noted that the patient has gained 20 pounds. Shock lead impedance measured 130-150 ohms with 81j shock. The painless impedance measurements measured 90-100 ohms. Technical services recommended performing a chest x-ray. Subsequently, the device and electrode were explanted and replaced successfully. The patient's therapy was upgraded from an s-ICD to cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system had difficulty converting the patients underline ventricular arrythmia in which it required three shocks to convert. It was noted that the patient has gained 20 pounds. Shock lead impedance measured 130-150 ohms with 81j shock. The painless impedance measurements measured 90-100 ohms. Technical services recommended performing a chest x-ray. Subsequently, the device and electrode were explanted and replaced successfully. The patient's therapy was upgraded from an s-ICD to cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6-device codes.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system had difficulty converting the patients underline ventricular arrythmia in which it required three shocks to convert. It was noted that the patient has gained 20 pounds. Shock lead impedance measured 130-150 ohms with 81j shock. The painless impedance measurements measured 90-100 ohms. Technical services recommended performing a chest x-ray. Subsequently, the device and electrode were explanted and replaced successfully. The patient's therapy was upgraded from an s-ICD to cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6-device codes.